Event description:
The customer's father stated that the customer accidentally primed the infusion set while he was connected and he received 15 units of insulin. The father stated he will take the customer to the emergency room for treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.